Event description:
It was reported that during lead implantation, the lead was abandoned due to patient anatomy. When the lead was removed, it was found that the helix was extended. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation: (B)(4): no anomalies found. The full lead was returned and analyzed. Proximal conductor was distorted. Inner insulation kinked buckled. Blood in/on helix/lobe mechanism. The lead was stretched and damaged at implant.